Event description:
Umbilical artery catheter was being repositioned when it broke in half. The catheter needed to be withdrawn 2 cm for proper placement. Angiography was required to retrieve catheter and tip approximately 16 cm in length. Infant was on the ventilator for lung issues.